Event description:
It was reported that the patient experienced unspecified issues with a fifteen year old inflatable penile prosthesis (ipp). A replacement surgery was performed in which the existing device was removed and a new ipp was implanted. No information was provided about the patient's outcome. No more information available at the moment, further information was requested.